Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Customer¿s blood glucose level ranged between 170 mg/dl and "high". Reportedly, the customer reloaded the cartridge and resumed insulin delivery. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.